Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level after dinner. The customer¿s blood glucose level was 32 mg/dl and other relevant blood glucose level was 56 mg/dl. Customer was treated with sugar water and then started eating. Customer was not using the auto mode of insulin pump. Customer declined for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.